Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. The customer's blood glucose (bg) level was 75 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.